Manufacturer narrative:
Continuation of medical products: 6935m62 lead, implanted: (B)(6) 2013; dtba1d4 device, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead threshold was very high and the right ventricular (rv) lead triggered a lead integrity alert (lia). A rv lead fracture was confirmed and the rv lead pacing impedance was high, along with multiple episodes of noise. The lv lead was explanted and replaced and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.